Event description:
It was reported that an attempt was made to implant this right atrial (ra) lead; however, it was removed prior to pocket closure due to an unknown product anomaly. No adverse patient effects were reported. This ra lead has not been received for analysis. Additional information was received indicating that the ra lead could not be implanted due to the steroid tip wearing off and dislodging into the subclavian arteries. No adverse patient effects were reported. This ra lead has not been received for analysis. At this time, there is no evidence to suggest the lead was damaged.

Manufacturer narrative:
Correction: this follow up report is being submitted to correct field h6: device codes. After further analysis, it was determined that the "positioning problem" code describes better the reported observations. At this time, there is no evidence to suggest the lead was damaged or defective.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that an attempt was made to implant this right atrial (ra) lead; however, it was removed prior to pocket closure due to an unknown product anomaly. No adverse patient effects were reported. This ra lead has not been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that an attempt was made to implant this right atrial (ra) lead; however, it was removed prior to pocket closure due to an unknown product anomaly. No adverse patient effects were reported. This ra lead has not been received for analysis. Additional information was received indicating that the ra lead could not be implanted due to the steroid tip wearing off and dislodging into the subclavian arteries. No adverse patient effects were reported. This ra lead has not been received for analysis.